Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, the stapler did not fire properly and malformed staples were delivered. There was no pt consequences. Case completed with another device of the same product code.